Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The amber light emitting diode (led) power switch was illuminated only when the alternate current ( ac) and direct current (dc) power was connected. The battery led was not illuminated. The fse advised the customer to reseat the power in the connector to the power management board and the unit powered on. The fse reviewed the voltages on the pneumatics screen and all were within specification. The unit was powered on and off numerous times with different power configurations successfully.

Event description:
It was reported that the unit would not power on. There was no patient involvement. Event date not specified: estimate used.